Event description:
Rptr alleged discrepant, back to back blood glucose results of 184 mg/dl and 56 mg/dl when testing was performed within 1 min on the advantage sys. Although the customer had no symptoms, the customer's daughter treated the customer with orange juice, graham crackers, and peanut butter. No adverse event was reported. A request was made for the return of the suspect device and replacement prod was sent.